Manufacturer narrative:
Additional information: x-ray review.x-ray review: levels implanted appear to be l3-4 with pedicle screw instrumentation with a unilateral extension to l2 on right. This does not match the event description of l3-5 fusion. There is a fracture of the rod between the l2 laminal back and l3 pedicle screw. This is a post op film, pre-revision .it is difficult to determine if bony fusion is present, but doubtful at this short interval from surgery. No intervertebral graft is present at l2-3.root cause surgical technique.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer therefore cause of event is unknown.

Event description:
It was reported that on (B)(6) 2008, patient underwent plif at levels l3-l5 to treat lumbar canal stenosis. Hook was placed on one side of l3. On an unknown date post-op, rod breakage between l3 hook and l4 was found on the right side. Surgeon commented that the one-side fixation might have negatively contributed to the event. He also commented that the event did not significantly worsen the patient's adl. Revision surgery was done on (B)(6) 2015. The surgeon replaced l4 screw at one side because it was loosened, but he decided to replace all the screws also with s5 screws as the patient was still young. He performed two intervertebral plif at l4-l5-s1.